Event description:
It was reported that insulation anomaly was found via x-ray. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion measuring 0.6cm in length was noted. The etfe cable was also abraded in this area. The abrasion found is due to friction to the ICD can.